Event description:
Boston scientific crm received information that the patient with this right ventricular lead was admitted to the hospital due to dizziness (no syncope) and nausea. Ventricular threshold tests revealed 2.1v at 0.4ms versus 0.6v at implant. The ventricular output had been programmed to 3.5v, therefore, the output was increased to 4.5v to achieve 2 times the safety margin. Ventricular lead impedance revealed 910 ohms versus 1210 ohms at implant. Ventricular amplitude revealed 4.9mv versus 11.4mv at implant. Atrial lead tests were within normal ranges and did not differ significantly from implant values. It was suspected that the ventricular lead had dislodged. A lead revision will not be done. The patient was sent for a chest x-ray. The chest x-ray confirmed that the ventricular lead had dislodged. In addition, the patient has had shoulder pain radiating down to her wrist and her physician was looking at the possibility of angina. The patient was to have additional tests to find the true cause of her dizziness such as a tilt test, inner ear tests and a neurology evaluation. The results of these tests are not available. The patient has not actually fainted since having the pacing system implanted. Additional information was received that the patient with this right ventricular (rv) lead exhibited an rv threshold increase so the decision was made to replace lead. The chronic rv lead was surgically abandoned and replaced with (B)(4). No adverse patient effects were reported. The lead was discarded at the hospital.

Manufacturer narrative:
The pacing system remains implanted and the rv lead was surgically abandoned during an elective revision procedure due to high thresholds. Should additional information become available an amended report will be submitted.